Event description:
The user facility reported a 65 year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the side arm was broken by the retainer clip. New 5.5 opened and used. There was no patient harm as a result of the issue.

Manufacturer narrative:
The device was returned for review and confirmed to have the sidearm split in half. Based on the clinical review, the cause of the sidearm damage was a sidearm bond damage after improper technique. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.